Event description:
Pt with very complicated medical history including infections prior to present event presented with progressive abdominal pain of unknown etiology. At laparoscopy, suspected infection of pump site was confirmed and pump was explanted. Pt is presently on oral pain therapy and has recovered from this infection.